Event description:
It was reported that the patient with this pacemaker reported hearing beep tones when she enters in the room where the communicator is located. This patient also had mentioned that she had recently been seen in-clinic on (B)(6) 2023 and the device was checked, the physician indicated that everything was fine. Technical services suggested that this patient re-verify with her healthcare professional and reconfirmed that the communicator does not emit beep sounds. Data analysis was performed, and technical services refuted the beep tones, neither the pacemaker or the communicator has an option to emit beep tones and the beep tones appear to be environmental. Additionally, an occasional cross chamber sensing of ventricular events was marked vs by the device on the atrial channel, this is most likely caused by the competitor right atrial (ra) lead placement, and technical services recommended to extend the cross-chamber blanking feature. This pacemaker recorded low out of range impedance measurement, measuring between 200 to 250 ohms in the atrial channel. The involved ra lead is a non-boston scientific product. No adverse patient effects were reported. This device and competitor ra lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker reported hearing beep tones when she enters in the room where the communicator is located. This patient also had mentioned that she had recently been seen in-clinic on (B)(6) 2023 and the device was checked, the physician indicated that everything was fine. Technical services suggested that this patient re-verify with her healthcare professional and reconfirmed that the communicator does not emit beep sounds. Data analysis was performed, and technical services refuted the beep tones, neither the pacemaker or the communicator has an option to emit beep tones and the beep tones appear to be environmental. Additionally, an occasional cross chamber sensing of ventricular events was marked vs by the device on the atrial channel, this is most likely caused by the competitor right atrial (ra) lead placement, and technical services recommended to extend the cross-chamber blanking feature. This pacemaker recorded low out of range impedance measurement, measuring between 200 to 250 ohms in the atrial channel. The involved ra lead is a non-boston scientific product. No adverse patient effects were reported. This device and competitor ra lead remains in-service.